Event description:
Per the clinic, the patient contracted meningitis, and was treated with vancomycin and rocephin. Surgeon reports no evidence of infection of the middle ear or the device. Additional information about the patient's status has been requested, however it has not been received as of the day of this report, (B)(4) 2011. There are plans to explant the device and to reimplant the patient with another device, however it is unknown if this has occurred as of the date of this report, (B)(4) 2011.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.